Event description:
Boston scientific received information that during normal device change out, an attempted implant of a left ventricular (lv) lead showed out of range impedance measurement, noise and a loss of capture (loc). It was concluded the lead had been cut. A new left ventricular (lv) lead model 4542 was attempted showing out of range impedance measurements. It was noted the second lead was not in a stable position at the time. Both leads were attempted and will be returned. A third left ventricular (lv) lead was implanted successfully. There were no adverse patient effects.

Manufacturer narrative:
The explanted lead was returned for analysis. This report will be updated when analysis has been completed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.